Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump alarmed twice during the night "cartridge removed" during her infusion. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the cartridge sensor not operating as intended intermittently or the cartridge being unintentionally removed, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(6).